Event description:
It was reported that intra-operatively, the physician noted that the screw of the device could not be tightened. The physician elected to use a different device. It was further noted that no abnormalities were noticed during the inspection of the device prior to use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated foreign material on set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.